Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the smartset mv 40g - eo as the lot code is unknown. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Patient correspondence: patient's wife contacted depuy stating her husband had to have two liner exchanges in his hip replacement. During the third surgery, they were unable to remove the acetabular component so the surgeon decided to cement the liner to the cup. The wound then became infected, requiring two surgical debridements and then wound closure in (B)(6), 2014. On (B)(6) 2015, patient underwent revision to address pain and a loosened femoral component and a new stem was placed. Following this surgery, the patient has had 4 dislocations since. Update 10/01/2015- follow-up attempts have been made to receive confirmation that depuy product was involved. At this time, there is no confirmation that depuy product was involved. Therefore, this does not meet the definition of a complaint (as we cannot assume depuy product was involved) and therefore the complaint is being voided. If we receive confirmation, the complaint will be updated at that time. Update rec'd 10/15/2015- patient medical records and x-rays are received. Discs are going to be given to (B)(6) to be checked into secured storage until ready to be reviewed. Update rec'd 10/15/2015 and 10/19/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address a disassociated liner. The patient sustained two falls. Following the first fall the patient began noticing squeaking in their hip. Following the second fall the squeaking increased. Upon revision metallosis was found in the tissues. The liner was spun 90 degrees and facing posteriorly. The patient's liner and head were then replaced. At this time the patient's cup and liner are being reported for the liner disassociation. The complaint was updated on: 11/03/2015. Update rec'd 10/19/2015 medical records received.